Manufacturer narrative:
(B)(4). Concomitant medical products: 42521400510 64404319 articular surface fixed bearing posterior stabilized (ps) right 10 mm height. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2022 - 00041.

Event description:
It was reported the inlay could not be pushed into the persona tibia with the forceps. It was stated the surgeon suspects mis-match between tibia and inlay. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42521400510 64404319 articular surface fixed bearing posterior stabilized (ps) right 10 mm height. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00041.

Event description:
It was reported the inlay could not be pushed into the persona tibia with the forceps. It was stated the surgeon suspects mis-match between tibia and inlay. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable as it did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, this device was determined to be not reportable as it did not contribute to the reported event. The initial report was forwarded in error and should be voided.